Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not recognize when the cover was closed. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not recognize when the cover was closed. No donor or operator injury or reaction was reported. Upon evaluation of the device the reported problem could not be verified. A blood spill was also found inside of the orthopat. The machine was decontaminated and components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).